Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd nexiva¿closed IV catheter system outside the patient's vein. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Received one used nexiva 22ga unit in an opened package from the lot number 6119598. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle through catheter with lot #6119598 regarding item (B)(4). DHR review was performed on lot number 6119598. The lot number was built/package on nexiva line 2 from (B)(6) 2016 thru (B)(6) 2016. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. The unit was partially disengaged, the needle had speared thru the catheter tubing wall approximately 1/4 inch above the nose of the adapter. There were bodily fluids/meds was present in the catheter tubing, notch and bevel of the needle. The defect needle thru catheter was confirmed. Bodily fluids/meds observed within the unit indicates the needle and catheter were correctly assembled at the time of use. This defect can occur when the device is manipulated by the clinician with the needle partially retracted within the catheter tubing. D16123 rev 6(c) nexiva dual port instructions for use cautions against reinserting the needle if it has already been partially or completely retracted from the catheter tubing. The defect associated with this incident report was caused by the cannula spearing the catheter tubing wall. Eura (end user risk analysis) review states that the end user effect of 2 or more piv insertions required has a limited severity ranking of s2 and remote occurrence rate of o2 (=10 ipm). With limited severity and occasional occurrence, the risk to the end user is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the needle pierced through the bd nexivaclosed IV catheter system outside the patient's vein. There was no report of exposure, injury, or medical intervention.